Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and no longer supported by physio.  Physio recommended that the device be permanently removed from service and that a replacement device be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when they powered their device on, the unit locked up with black bars across the display. There was no patient use associated with the reported event.